Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard winged blood leaks past blood control feature. The following information was provided by the initial reporter: nursing staff is stating there is issues with the blood control portion described it as a lot of blood even after inserting the IV correctly. They are assuming that¿s the blood control portion.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a leak could not be confirmed from the shielded needle that was provided for investigation. A microscopic examination of the needle tip revealed no defects, deformation, or damage. The flow control plug in the needle hub revealed no evidence of a leak. The IV catheter was not returned for investigation. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.